Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure. According to the complainant, the snare loop did not extend from the sheath and into the large intestine when the physician actuated the device handle. Upon further inspection it was found that the sheath had detached from the handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found the flare to be detached, and the key tube was found outside the dongle assembly. Three kinks were found along the working length. The condition of the returned device rendered functional testing impossible. The complaint was confirmed. Manipulation of the device during the procedure likely produced the kinks found in the working length, which would create resistance during subsequent attempts to actuate the device. This resistance can ultimately cause the flare to detach; therefore, the most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure. According to the complainant, the snare loop did not extend from the sheath and into the large intestine when the physician actuated the device handle. Upon further inspection it was found that the sheath had detached from the handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the physician name. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.